Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (90 percent stenosis degree) in the mildly tortuous proximal lad. After pre-dilatation, the device was inserted, but it did not pass through the lesion. The device was removed together with the catheter. A stent from another manufacturer was then placed to complete the procedure.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the stent is severely deformed at its proximal end. Several stent struts are deformed (i.e., bent outwards, everted, and crushed). Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.